Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device was received with cracked reservoir tube, broken reservoir tube lip, cracked battery tube threads, cracked case on the display window corners, and missing end cap sticker.

Event description:
The customer reported being in the emergency room due to high blood glucose over 400mg/dl. Troubleshooting was declined, and the customer stated that there is a crack in the reservoir compartment. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.